Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received. The metallic deposits have not disturbed vision and have never caused infection or toxic anterior segment syndrome (tass). They are retained during entire life (the surgeon follows for 1 month and even more).

Manufacturer narrative:
Two opened slit knives in blisters and one opened slit knife in a blade protector tray were received for the report of metal deposits in the incision. The samples were visually inspected and were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned samples were found to be conforming, therefore metal deposits in the incision as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the slit knives were manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two opened slit knives in blisters and one opened slit knife in a blade protector tray were received for the report of metal deposits in the incision. The samples were visually inspected and were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned samples were found to be conforming, therefore metal deposits in the incision as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Event description:
A site visit was performed. Additional information and clarification was received during the site visit. The surgeon indicated that the particulates were observed along the pre-incision and along the incision. He noted that two different blades are used for the procedure; one for the pre-incision (from a unknown manufacturer) and one for the incision.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported to a company representative the knife left metallic deposits in the incision. It was not possible to remove them and remain in the patient's eye. Additional information has been requested but not received. This is ne of five reports from this facility.